Event description:
"Distal end of "l" hook broke off. The piece that fell into the patient abdomen was not recovered. X-rayed patient and piece is in pt. Doctors decided not to open patient up to retrieve "l hook."

Manufacturer narrative:
The actual device is expected to be returned for eval. When the quality engineer completes the investigation, a supplemental report will be filed.